Event description:
Received report of article published may 2010, the journal of cornea & eye disease, alternaria & paecilomyces keratitis assoc with soft contact lens wear. The article revealed patient number 3, was alternating between freshlook colors & acuvue 2. The product worn at the time of event is unknown. Patient #3 presented with a corneal, stromal infiltrate & epithelial defect, right eye. Initial treatment with valacyclovir 500, prednisone, dexamethasone ointment, & prednisolone acetate. No improvement occurred, then switched to tobramycin & cefazolin. Event worsened. The patient was admitted to a hospital & started on natamycin. The cultures taken showed heavy growth of the mold paecilomyces. After additional treatment with natamycin and voriconazole, the infiltrate and defect resolved. Final vision of the patient was 20/40. Without a patient name, no additional information is available.

Manufacturer narrative:
This case is considered as an infectious corneal ulcer. As there was no lot information or product sample provided, no detailed investigation can be performed. (B)(4).